Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had high blood glucose levels of 147 mg/dl. The customer reported that the insulin pump had cracks radiating out from the corners of the screen window. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.